Event description:
During service of the device by manufacturers field service engineer (fse), the device diagnostic code log noted a prior +-24/12 volt power failure occurence during operation. If a +-24/12 volt failure of the ventilator occurs during use and results in a shutdown, an audible power fail alarm will activate. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. The failure was not duplicated during testing of the device. Extended self testing of the device passed at completion of service.